Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -9.5 diopter tore during loading on (B)(6) 2024. There was no patient contact. The lens was replaced with another same model/length lens on (B)(6) 2024. The problem was resolved. The cause of the event was reported as unknown.